Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the keypad became unresponsive during a bolus. She also reported that the insulin pump alarmed for a button error. The blood glucose reading was 94 mg/dl. Nothing further was reported.